Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stated that the device had a tube that was leaking fluid/oil. The device was used in surgery. No injury or medical intervention was reported. There was no additional information provided.